Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) over night. The customer's blood glucose level was 46 mg/dl. The customer reported that the low was due to not eating after a bolus. The customer treated with food to address bg level prior to contacting tandem technical support.